Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump and provided instructions for future occurrences. The customer was advised to continue using the pump and call back if the issue recurred.